Manufacturer narrative:
Sections with additional information as of 05-nov-2025: d4: based on product returned, serial number updated from (B)(6).

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated that he went to urgent care on (B)(6) 2025. Customer stated he has not been able to obtain a result since obtaining the true metrix air meter and so had tested using another device (a different brand meter) and obtained a low result of 20 mg/dl (undisclosed fasting or non-fasting). Customer stated he did not have any symptoms at the time and had drunk something to raise his blood glucose. Upon arriving at urgent care, the customer's blood glucose test result had been 156 mg/dl. Blood tests had been performed, and customer had been given electrolytes. Customer had been discharged with a blood glucose test result of 140 mg/dl. During the call, a back-to-back blood test was not performed by the customer. The customer did not have the test strips with him at the time of the call and was unable to provide the lot number. Product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter error message and having to test using another device which produced a low blood glucose test result. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user applied blood to strip before inserting strip into meter. Note: customer contacted manufacturer on 18-sep-2025 to ensure the replacement products resolved the initial concern - customer stated that the replacement products resolved the initial concern. No additional medical intervention since the last call was reported.

Manufacturer narrative:
Sections with additional information as of 05-nov-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned - customer had returned a vial of test strips, return product scrapped as no test strip lot number had been provided by the customer. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.